Event description:
It was reported that the patient experienced deflation issue with the inflatable penile prosthesis (ipp). The ipp pump and cylinders were explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders that was the result of a sharp instrument consistent with explant damage. The pump performed within specifications. Review of manufacturing documentation was not performed as the analysis observations are due to device explant, otherwise, the device met specifications. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. A review of the ams 700 hazard analysis (windchill document # (B)(4)) was completed. "Difficult to deflate" is included as a hazardous situation, based on review of this data, this complaint does not represent a new or unanticipated event. The returned device was observed to have explant damage, otherwise, it met specifications. The product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced deflation issue with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event.